Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an everflex entrust stent to treat a left superficial femoral artery (sfa) lesion. The procedure used a 7 fr introducer sheath and a 0.035" hydrophilic guidewire. At the start of deployment the wheel of the delivery system was working well. Deployment difficulties were then experienced and the physician dismantled the handle of the delivery system, manually rotating the thumbwheel to deploy the stent. The stent was successfully placed in the target area. The lesion was post dilated using a 6 x 100 x 135 balloon. No patient injury was reported.